Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. I the complaint device was discarded by the customer, therefore not returned to j&j medtech orthopaedics and unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device, and no non-conformance was identified. Based on the current available information, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a rotator cuff repair surgical procedure for an arthroscopic rotator cuff repair on the right shoulder for the right shoulder rotator cuff tear, while using the 2x 5.5 healix advance kntls br devices, the sutgrasper was opened to apply the suture. It was confirmed that there was a drop of water on the tip. A spare device was used to complete the procedure. There was no problem with the spare product. When attempting to insert the anchor to use the anchor in question for the lateral anchor, it could not be inserted successfully, and two of the anchors broke off after repeated insertions. Since two insertion attempts were made, the lower hole of the humerus became too large to be fixed with the anchor in question. Therefore, a hole was created at a different position and an anchor of size 6.5 was used to fix it in place. The surgeon mentioned that the anchor in question was difficult to insert as the cause of the breakage. There was a sixty minute delay in the procedure reported. There were no pieces left in the patient. There was patient involvement. There were no adverse patient consequences reported. No additional information was provided. This is report 2 of 3 of (B)(4).